Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the customer was found unresponsive.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.